Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was unknown. The caller stated that the alarm could not be cleared using the esc and act buttons. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump up arrow button did not respond, due to corroded keypad trace. No button error alarm noted. Insulin pump received with cracked case at display window corners and cracked reservoir tube lip.